Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock during the night and it was suspected that it was inappropriate therapy. The field representative went to check the device in the emergency department the next morning. The device was programmed too secondary. Technical services (ts) reviewed the data, and it appears the episode looks like myopotential. The patient had three untreated episodes and one treated episode in which therapy was inappropriate due to noise being oversensed. Ts discussed troubleshooting options and recommended x-rays. At this time, the system remains in service. No adverse patient effects were reported.